Event description:
According to the op report, this valve was explanted due to pv leak with resultant regurgitation and questionable endocarditis. At explant, approximately 1/2 of the annulus was dehisced posteriorly. Initially, an attempt was made to repair the area; however, it was "technically challenging" and the valve was replaced with a sjm 29m-101, s/n 81150530. No vegetation or abscesses were observed but cultures were taken. According to the path report, the valve was surrounded by "organizing fibrous tissue with chronic inflammation and foreign body reaction". Gram and fungal stains were negative; however, "the possibility of endocarditis could not be excluded due to the pt's history of bacterial endocarditis". The pt was noted to have "tolerated the procedure well".